Event description:
Information received from our (B)(4) affiliate. On (B)(4) 2010, our sales representative reported that a pt experienced and adverse event while wearing 1-day trueye narafilcon a contact lens (narafilcon a product is not marketed in the u.s.). The eye clinic was contacted on (B)(4) 2010 for additional information. The treating eye care professional (ecp) provided the following information: the pt presented to the clinic on (B)(6) 2010 with a medical referral letter from a local hospital. The referral letter indicated that the pt initially presented to the hospital on (B)(6) 2010 and was diagnosed with "bacterial corneal inflammation." No culture was taken. The pt was treated with oral cefzon 10mg and selbex 50mg for 4 days. The pt was also prescribed vigamox and bestron eye drops and ecolicin eye ointment. On (B)(6) 2010, the ecp at the clinic, noted a corneal infiltrate od. The pt was prescribed hyalein drops in addition to the medications previously prescribed. The pt returned for f/u on (B)(6) 2010. On (B)(6) 2010, the ecp noted that the pt's "pain has subsided" and the infiltrate was "found to be almost resolved." The ecp instructed the pt to continue to apply eye-drops and permitted the pt to resume contact lens wear. No additional information is expected to be received. The lot number of the product in question is unknown. The product in question has been discarded and is not available for evaluation. Based on the limited information available, no further investigation can be conducted at this time. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device not returned. No evaluation will be performed. No conclusions can be drawn.